Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was having difficulty charging the ipg due to scar tissue around the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was having difficulty charging the ipg due to scar tissue around the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained. Model number/catalog number: sc-2218-50 serial number: (B)(4) batch/lot number: 15923065 / 15923065 / 15923065 model/catalog description: linear st lead kit 50 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg due to scar tissue around the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the device was put in the wrong spot. No further information could be obtained.

Event description:
A report was received that the patient was having difficulty charging the ipg due to scar tissue around the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.